Event description:
The patient was undergoing a coil embolization procedure in two branches of the perfunda artery using lantern delivery microcatheters (lantern), a ruby coil, a pod packing coil (pod pc), and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance a lantern to the target location, the physician experienced resistance. The physician then noticed the lantern to be fractured and blood leaking near the hub. Therefore, the lantern was removed from the patient¿s body. The same issue occurred with a second lantern. The physician was able to advance a third lantern to the target location. While attempting to advance a ruby coil through the third lantern, the physician kinked the pusher wire of the ruby coil. The inner wire of the ruby coil was exposed and therefore, the ruby coil was removed. It was reported that the physician was able to successfully implant a combination of sixteen ruby coils and pod packing coils. While attempting to advance the next pod pc through the lantern, the physician met resistance. Subsequently, the pusher wire of the pod pc became kinked. Therefore, the pod pc was removed. The procedure was completed using new ruby coils, new pod pc coils, and a new lantern. The physician decided to use a fourth lantern due to sizing. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2024-00044.